Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported blood glucose levels of up to 250 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer stated that they would address their bg levels by administering a bolus with the pump. Customer stated that they will continue to use the pump for insulin therapy.